Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. As a result, surgical intervention may be undertaken in the future. Additional information is pending.